Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no non-conformities were found. Based on the report, the event was procedure rather than device related.

Event description:
It was reported to nevro that following a surgical lead implant procedure, the patient had developed an epidural hematoma. The hematoma was drained and the device was explanted. There was no report of further complications.